Manufacturer narrative:
(B)(4).

Event description:
The patient's spouse reported that the patient expired approximately one year ago. The cause of death is unknown. It is unknown if the patient's death is related to pump therapy.